Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Customer's blood glucose level was in the 400 mg/dl range. The customer added insulin to the cartridge and loaded it successfully.